Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. The balloon ruptured at 12 atms during the second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with an emerge shelf box and a unidentified guidewire. The guidewire was positioned inside the lumen of the emerge device; as received. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The guidewire was protruding from the exit notch 137cm and from the distal tip 31cm. There were multiple locations throughout the shaft that the outer and inner were buckled. The distal tip was damaged. An attempt was made to remove the guidewire from the lumen of the emerge device but the devices were unable to be separated due to the damaged shaft. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device at rated burst pressure. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge¿ balloon catheter was selected to dilate the lesion. The balloon ruptured at 12 atms during the second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.